Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging difficulty breathing/short of breath. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that ui knob missing, the air outlet port had dust like contamination in it, air inlet had tan dust like contamination in it, light dust like contamination on the top of the blower lid surrounding area, pca had light dust like contamination all over top of it, light dust like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had light dust like contamination on it, air inlet seal had yellowed and had dust like contamination on it, the sound abatement foam was intact and had light dust like contamination on top of it. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.